Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on unspecified dates between (B)(6) 2019 and (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower y-site a of two (2) clearlink continu-flo solution sets were leaking while in use with a disinfect cap (non-baxter product), during patient use. The leaks were discovered by the nurse following access to the y-site and then connecting the disinfectant cap on to the y-site; further described as ¿splashes of fluid spurting out upon connecting the green cap to the lower y-site¿. There was no patient injury or medical intervention associated with this event. No additional information is available.